Event description:
It was reported by the customer that their biopsy driver wouldn't cut. The facility biomeds found broken wires when troubleshooting the device. The case had to be canceled. No additional info was reported. 1 item to be sent in for repair.